Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 17 events were reported for this quarter. Product return status; 17 devices were evaluated based on historical data analysis. Additional information: 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes 17 malfunction events in which the device reportedly overheated. - 14 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.